Manufacturer narrative:
(B)(4). Records indicate the device was implanted a few days later without a left ventricular (lv) lead at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the patient's coronary sinus was perforated resulting in cardiac tamponade. Surgical intervention was performed to resolve. No additional adverse patient effects were reported.